Event description:
A falsely elevated troponin I result of 2.36 ng/ml was obtained. The result was not reported to the physician. The sample was tested again on the same instrument and results of 0.00 and 0.00 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Instrument data indicates that the most likely cause for the falsely elevated troponin I result was problems with the hm wash pumps.